Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study, regarding a patient implanted with a neurostimulator. It was reported that there was mild erythema and warmth noted to both surgical incisions, the lumbar and implantable pulse generator (ipg) sites, but no edema or exudate. There was also no fever. The diagnostic method was an examination on (B)(6) 2016. Medications were administered on (B)(6) 2016; 300 milligrams of clindamycin to be taken orally three times per day for ten days. Another examination was performed on (B)(6) 2017, and well-healed spinal cord stimulator implantation sites were noted. The issue resolved without sequelae on (B)(6)2017. The etiology was considered not related to the device or therapy, but related to the implant procedure, noting the neurostimulator pocket and lumbar site. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.